Manufacturer narrative:
Clopidogrel. (B)(4). Evaluation results (B)(4) inherent risk of procedure (hemorrhage).

Event description:
Patient received one endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid lad and one endeavor sprint rx in the 1st diagonal branch during index procedure. Stent implant was successful; however it was reported that approximately 6 months post stent implant, the patient presented with symptoms. Tvr was performed with deployment of a drug eluting stent to treat restenosis. Investigator reported that the event was possibly related to the study device. Approximately 17 months post index procedure the patient was re-hospitalized due to a gi bleed. The investigator indicated that the reported event was unrelated to the study device. (Reference MFR#'s 9612164-2012-00442 and 9612164-2012-00443.)